Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
During prep of the 29mm sapien 3 (s3) valve, a contaminant was discovered on the outer skirt of the valve. The s3 was opened and rinsed according to IFU. When placed in the crimper, hospital staff noted a contaminant (piece of suture or a hair) on the outer skirt of the valve. Upon further inspection, it was noted that this was not part of the suture that secured the valve in the shipping cage. The valve was removed so, another valve and crimper could be opened to complete the procedure. The procedure was completed successfully without complications. This original valve was placed back in its original valve box for return to edwards. Additionally, a piece of the foreign body that was removed was placed in a "biohazard bag" for analysis also. It appeared to be a suture or hair interlaced in outer sealing skirt.

Manufacturer narrative:
UDI (B)(4). The valve was returned to edwards lifesciences for evaluation. The valve was unused and within its original box, and the particulate was isolated inside the "biohazard bag". A hair-like particulate was observed within the bag. The hair-like particulate was also observed on the inflow of the valve prior to decontamination. Visual inspection of the returned valve confirmed the presence of a hair-like particulate on the inflow side of the valve. The isolated particulate was decontaminated in a separate jar. Materials analysis was performed on the isolated material collected from the returned valve with fourier transform infrared spectroscopy (ftir). The particulates showed 2 possible different materials based on absorption characteristics. The particulate on the valve was designated as unknown particulate #1 (179788) and the results scan from ftir indicated an approximate match for a salt, sodium o-phenyl phenate like material. The isolated particulate was designated as unknown particulate #2 and the results scan from ftir indicated an approximate match for zein-like material. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing issues related to particulate contamination. No IFU/training deficiencies were identified. A lot history review did not reveal any other complaints related to particulate contamination for the related work order. Review of complaint history from february 2016 to january 2017 revealed six other returned complaints for contamination particulates on the sapien 3 valve. There was one complaint that was reported as matching zein-like material and zero complaints reported for salt o-phenyl phenate-like material. There is no evidence that these six returned complaints are related to this complaint. The description of the zein-like particulate in the other complaint does not match he description of the particulate in this complaint. A review of complaint history reveals that the occurrence rate for this complaint code for the sapien 3 valve did not exceed the january 2017 control limits for this trend category, ¿particulate, contamination¿. A manufacturing process walkthrough was previously performed for an unrelated complaint. This walkthrough was reviewed in order to determine if the zein or o-phenyl phenate particulate could have originated at edwards. The components and materials walkthrough for the sapien 3 manufacturing process revealed that there are no zein or o-phenyl phenate materials in the manufacturing cleanroom. During manufacturing, there are multiple processes in place to mitigate against the potential particulate or fibers on the valves. The sapien 3 valves are manufactured under controlled environments in cleanrooms. All personnel working or entering edwards' manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. During valve assembly, in process glut were changed out daily and at the end of an assembly step once it is completed for the work order. Standard operating procedure requires the operator to rinse off any potential loose particulates/sutures in the jar or valves. It also enforces use of clean room tape to wipe the removed/cut sutures at the work stations. During manufacturing, sapien 3 valves were 100% visually inspected under 8x magnification for visual before holder inspection and visual after holder inspection. These 100% visual inspections are able to identify presence of any fibers and particles, e.g. Particulates, free sutures, debris, on valves or inside jars. Similarly, in process glut is changed out after the visual inspection is completed for the work order to rinse off any potential loose particulates/sutures in the jar or valves. Prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure no foreign materials (e.g. Particulates, free sutures, debris) on the valves and inside the jars visible to unaided eye. The complaint for ¿valve ¿ particulate, contamination¿ was confirmed as particulate was observed during product evaluation. A manufacturing process review did not reveal any materials that could have potentially contributed to the complaint. A review of manufacturing processes noted that all valves were inspected with 8x magnification and checked for particulate and inspected again with the unaided eye prior to final packaging of the valve. No manufacturing non-conformances were identified with this valve. The source of the fiber was unable to be determined, and it cannot be determined if the fiber originated from the hospital or manufacturing floor. A root cause could not be determined at this time. No labeling or IFU inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required. (B)(4).